Manufacturer narrative:
Alleged failure: cib austin, asr, turning off randomly durring case, po temp the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause is a bad reed switch on a safe light cable. Possible not fully seated light cable. External error occurances: diagnostics: last stored values is at zero. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light for 1-2 minutes.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light for 1-2 minutes.